Event description:
Implant date: 4/12/91. Records do not identify the MFR of the original implants. Revision surgery on 11/4/91 to replace loose rod. Pt developed dural leak. Revision surgery on 11/13/91 for repair of dural tear and replacement of crosslink plate, eyebolts and nuts on one side. Revision surgery on 11/13/91 for debridement, removal of crosslink plate and installation of stimulator. Revision surgery again on 12/2/91 for debridement and reinstallation of existing hardware.